Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a blood glucose level reported between 700-799 mg/dl, and ketones. Customer address elevated bg by administrating a manual correction injection. Reportedly, the customer reverted to an alternate method of insulin therapy.